Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed what appears to be a potential lead fracture. The impedance trend had been stable until a jump was observed and remained high, out of range. There was also an important amount of atrial tachy response events, many with what appears to be non-physiologic noise over sensing. Device reprogramming was recommended. Additional information has been received mentioning that the patient had an off label magnetic resonance imaging (MRI) procedure due to the reported high, out of range pacing impedance measurements. The device was programmed into MRI protection mode. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed what appears to be a potential lead fracture. The impedance trend had been stable until a jump was observed and remained high, out of range. There was also an important amount of atrial tachy response events, many with what appears to be non-physiologic noise over sensing. Device reprogramming was recommended. The ra lead remains in service. No adverse patient effects were reported.